Event description:
The iab was inserted into the pt on 11/22/96 in the cath lab. On 11/23/96 after iabp for about 10 hrs, the iab clotted. Blood was noted in the inner lumen and iab tip. No alarms sounded. The iab was not returned to co for eval. The iab was discarded by the facility. Event complications: none from the event-reported 12/4/96. Pt's current status: discharged rpt'd 12/4/96.